Event description:
The hill-rom field service technician found that the trendelenburg feature did not function on this bed. He replaced the trendelenburg assembly to repair the bed. He stated that there were no adverse events associated with this product malfunction.